Event description:
After implanted, the wire was found broken. The product was replaced by other product and monitoring continued. There were no adverse consequences to the pt.

Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint has been confirmed. The supplier performed this eval and during the eval a review of the quality records was conducted and prior to distribution this device met all mfg and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: the device was rec'd in two pieces. The catheter material had been stretched to the breaking point; internal wires also broken. No testing was possible. Based on the above eval, it appears that inadequate use by the customer has caused the actual damages and difficulty reported. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.